Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that spinal needle 23ga 3.50in for india had incorrect label information. This occurred on 50 occasions. The following information was provided by the initial reporter: raised an issue related to " interchange of emareld 3mlx23g and short supply of spinal needles".

Event description:
It was reported that spinal needle 23ga 3.50in for india had incorrect label information. This occurred on 50 occasions. The following information was provided by the initial reporter: raised an issue related to " interchange of emareld 3mlx23g and short supply of spinal needles."

Manufacturer narrative:
H.6. Investigation: multiple photos were provided to our quality team for investigation. Through visual inspection, the photos show cases labeled as lot 2007020 item 405120, however, the label on the box corresponds to product lot 2007003, item 405120. In addition, it is noted that the box only has 50 units when in fact it should have 200 units. Based on the photo, we can verify the reported failures. A device history review for lots 2007020, 2007003, and 2007016 did not reveal any annotations or non-conformances during the manufacturing process related to the reported issues. All lots were manufactured, packaged, and sent for sterilization during separate dates, never being housed within the facility during the same time. Product undergoes visual inspections prior to release, including verifying the proper product and quantity is within each package. All inspections for these lots were completed according to procedure, no annotations were noted related to the reported incident. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. H3 other text : see h.10